Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow restrictor of a large volume folfusor came off from the tubing. The device was filled with piperacillin 12g tazobactam1.5g 250 ml. The issue was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. The sample was returned to the plant containing 250 ml of fluid in the device. A visual inspection was performed using the naked eye noted the tubing line had been broken off at the junction of the flow restrictor. A blue clamp was engaged on the tubing line. Remnant of the broken tubing remained inside the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.